Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information stated the issue bluetooth (ble) telemetry issue was resolved. However, no information was provided as to what the issue was or how it was resolved.